Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the hospital able to confirm the lot number: no . Was the patient still hospitalized when the infection was detected on (B)(6) 2016: no. If not was the patient re-hospitalized due to the infection: no. Was the infection treated in some way? If yes, provide date details of all subsequent treatment: antibiotics. Non identifying patient information - age, sex, weight and height: not able to get info. What is current condition of the patient or condition of the patient when they were seen on (B)(6): patient has recovered.

Event description:
It was reported that the patient underwent a perineal repair procedure on unknown date and the suture was used. Following the procedure, the patient returned with an infection on 08/08/2016, and was treated with antibiotics. It was also reported that the patient has recovered.